Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the explanted stem covered in bio-debris. No further evaluation can be made from the picture provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A radiograph was provided and was not reviewed by a health care professional because the image had marking making it hard to visualize bone; sending image would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip procedure. Subsequently, the patient underwent a revision approximately 3 years later due to periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00801102028, lot# 65205176 allen medullary cement plugs 1-28 mm diameter. Flange/14 mm diameter core. Cat# 00801803603 lot# 64542135 femoral head sterile product do not resterilize 12/14 taper. Cat# 010000708 lot# 6732828 g7 bonemaster ltd acet shl 62h. Cat# 010000860 lot# 6324047 g7 neutral e1 liner 36mm h. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.